Event description:
It was reported that the user's hearing performance with the device decreased beginning with march 2024. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final repot.

Event description:
It was reported that the user's hearing performance with the device decreased beginning with (B)(6) 2024. User showed good benefit before. The user has been reimplanted on (B)(6) 2024.